Event description:
When the outer bax of the product was opened, the physician notived that the sterile pouch was damaged and the product was sticking out of the pouch. The product was not clinically used. There was no reported pt injury.